Event description:
A caller reported a malfunction on their insulin pump after an incident where they fell into water. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.